Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: during an roux-en-y, after a few passes, the toggle started sticking and the device became difficult to use. The needle kept falling out. The needle fell into the patient cavity but was retrieved using graspers. A new device was used to correct the product issue. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device packaging, no device was received. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned display box and blister package. The device packaging was not found to have any abnormalities. Functional testing of a device could not be executed and the reported condition of the device could not be confirmed and no device was returned for evaluation. Should new information become available, the file will be re-opened and reassessed at that time.